Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of fluid overload with requirement for a hemodialysis treatment in the emergency room (ER) after terminating the treatment early. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler. The patient was experiencing pain during treatment and decided to terminate the treatment early without completing the therapy. Per the peritoneal dialysis registered nurse (pdrn) information, the patient is trained on stat drains as well as manual pd therapy. The drain complication message alerts a user that their drain rate is low and to check for kinks in the line, clots, fibrin, change of position, and to see if the drain line is properly placed among other things. The patient reportedly drained 3l at the ER. No patient treatment records were provided for review. Reportedly, the patient did not miss any treatments or end any other treatment early. The patient continues to complete pd therapy utilizing the same liberty select cycler based on additional calls to technical support for operational questions and issues not pertaining to the liberty select cycler function that were placed after discharge from the ER. It is unknown if the patient had any additional issues causing fluid overload such as non-compliance to diet, medical conditions such as peritoneal dialysis membrane dysfunction, or mechanical issues with the pd catheter. Based on the available information and no evidence of a malfunction, the liberty select cycler can be excluded as the cause of the patient¿s pain, early treatment termination, and ER visit with hemodialysis treatment.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was able to complete treatment. After the treatment was complete, they noticed the patient had swelling. The patient contact reported that the patient went to see their pd nurse who also noticed the swelling and told the patient to speak with the doctor. Upon follow up, the pd nurse confirmed the patient did not miss any treatments or end any other treatment early aside from the (B)(6) 2022 treatment. The pdrn confirmed that the patient did have swelling and ended up going to the hospital. The pdrn stated that the patient experienced swelling from excessive fluid. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The pdrn stated that the patient fill volume is 1500 ml and the patient drained out 3000 ml during an unknown phase of the treatment. This drain volume is 200% the patient's prescribed fill volume of 1500 ml. The pdrn stated the patient has continued to complete pd therapy without issue.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was able to complete treatment. After the treatment was complete, they noticed the patient had swelling. The patient contact reported that the patient went to see their pd nurse who also noticed the swelling and told the patient to speak with the doctor. Upon follow up, the pd nurse confirmed the patient did not miss any treatments or end any other treatment early aside from the 19/jan/2022 treatment. The pdrn confirmed that the patient did have swelling and ended up going to the hospital. The pdrn stated that the patient experienced swelling from excessive fluid. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The pdrn stated that the patient fill volume is 1500 ml and the patient drained out 3000 ml during an unknown phase of the treatment. This drain volume is 200% the patient's prescribed fill volume of 1500 ml. The pdrn stated the patient has continued to complete pd therapy without issue. Upon further follow up, the pdrn reported that the patient was experiencing pain during treatment on 19/jan/2022 when they received a drain complication message. The pdrn stated the patient ended the treatment early and did not complete treatment on that date. The pdrn stated the patient went to the emergency room (ER) on (B)(6) 2022 where they were diagnosed with fluid volume overload (fvo). The patient was given a hemodialysis (hd) treatment to remove the excess fluid. The patient was discharged from the ER that same day and returned home. The pdrn confirmed the patient did not miss any treatments or end any other treatment early aside from the 19/jan/2022 treatment. The pdrn stated the patient has continued to complete pd therapy without issue. The patient utilized a combination of 1.5% and 2.5% delflex solution. The pdrn did not have any additional information to provide.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b5, h6.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was able to complete treatment. After the treatment was complete, they noticed the patient had swelling. The patient contact reported that the patient went to see their pd nurse who also noticed the swelling and told the patient to speak with the doctor. Upon follow up, the pd nurse confirmed the patient did not miss any treatments or end any other treatment early aside from the (B)(6) 2022 treatment. The pdrn confirmed that the patient did have swelling and ended up going to the hospital. The pdrn stated that the patient experienced swelling from excessive fluid. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The pdrn stated that the patient fill volume is 1500 ml and the patient drained out 3000 ml during an unknown phase of the treatment. This drain volume is 200% the patient's prescribed fill volume of 1500 ml. The pdrn stated the patient has continued to complete pd therapy without issue. Upon further follow up, the pdrn reported that the patient was experiencing pain during treatment on (B)(6) 2022 when they received a drain complication message. The pdrn stated the patient ended the treatment early and did not complete treatment on that date. The pdrn stated the patient went to the emergency room (ER) on (B)(6) 2022 where they were diagnosed with fluid volume overload (fvo). The patient was given a hemodialysis (hd) treatment to remove the excess fluid. The patient was discharged from the ER that same day and returned home. The pdrn confirmed the patient did not miss any treatments or end any other treatment early aside from the (B)(6) 2022 treatment. The pdrn stated the patient has continued to complete pd therapy without issue. The patient utilized a combination of 1.5% and 2.5% delflex solution. The pdrn did not have any additional information to provide.